Event description:
It was reported that while this patient was undergoing valve surgery, the surgeon cut this right ventricular (rv) lead. This lead was surgically abandoned. At this time, no new rv lead has been implanted. No adverse patient effects were reported.

Event description:
It was reported that while this patient was undergoing valve surgery, the surgeon cut this right ventricular (rv) lead. This lead was surgically abandoned. At this time, no new rv lead has been implanted. No adverse patient effects were reported.